Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the device was not returned for evaluation. Section h11: *the following sections have corrected information: (section f) please disregard f10, health effect - impact code.

Manufacturer narrative:
Concomitant medical products: 300-20-00, (B)(4) - equinoxe torque defining replaced by 320-20-02. 300-10-15, (B)(4) - equinoxe replicator plate 1.5mm o/s. 300-20-02, (B)(4) - equinox square torque define screw drive kit. 310-01-50, (B)(4) - equinoxe humeral head short, 50mm (beta).

Event description:
As reported, approximately 2.5 yr postop the initial rtsa, the male patient had the right loose glenoid component removed along with the humeral head and replicator plate to get to the glenoid. Bone graft was used to fill holes on the glenoid. The surgeon also used a new replicator plate and head and left the shoulder as a hemi. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy.